Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- litigation papers allege: patient is a surgical recipient of a depuy pinnacle metal-on-metal total hip replacement system. Corrosion and friction wear caused large amounts of toxic cobalt-chromium metal ions and particles to be released into patient's body. Patient experienced severe pain, discomfort and inflammation in the area of the implant. Patient also experienced dislocation, disarticulation, and/or a slipping feeling in the hip joint and a sensation that implant could not support their weight. Patient is part of a multi-plaintiff litigation. It is unclear which symptoms are specific to the patient and whether or not patient has been revised. Doi: unk - dor: unk (unknown side). **patient is a resident of ky. Update (B)(4) 2013- medical records received. Part/lot was provided. Doi and side were also provided. Original litigation mentioned issues from metal on metal; however, the sticker sheet indicates that the patient was actually implanted with poly. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.